Event description:
Reportedly, the pt returned due to granulation. The surgeon rated the severity as mild (1: awareness of sign or symptoms, but easily tolerated). The relation to device / procedure was rated as a 3 (definite relation to device). No intervention was required; the surgeon will continue to monitor the pt.